Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to an alternate method insulin therapy. Customer¿s blood glucose value was 530 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.